Event description:
It was reported that on (B)(6) 2023, a 40mm amplatzer septal occluder was chosen for implant using a 12f amplatzer torqvue delivery system. During procedure, the physician found that the device was not keeping its normal shape, the device had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. A new 40mm amplatzer septal occluder chosen and successfully completed the procedure. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, a 12f delivery system was used, and there was no report of any angulation or kink in the delivery system upon deployment. Additionally, photo was received from the field. However, a device inspection could not be performed as the device was not returned for analysis. The cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.